Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. Per the complainant, after placement of the clip, small metallic balls and sharp fragments were seen. The physician left them in the patient because they were too difficult to retrieve. The physician was concerned that the fragments would cause additional bleeding in the patient. The clip functioned properly and remained attached to the mucosa. There has been no complications or injury reported due to this event. Post procedure, the patient's status is fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device will not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.